Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Article citation: nishikawa, a., aikawa, y., & kono, t. (2023). Current status of early complications caused by hyaluronic acid fillers: insights from a descriptive, observational study of 41,775 cases. Aesthetic surgery journal. Https://doi.org/10.1093/asj/sjad039. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Multiple requests for further information have been made. Allergan has received no response from the authors. This is a known potential adverse event addressed in the product labeling.

Event description:
In the article, ¿current status of early complications caused by hyaluronic acid fillers: insights from a descriptive, observational study of 41,775 cases,¿ healthcare professional reported injecting a patient in the nasolabial fold with juvéderm vista® volift xc. That day, the patient experienced ¿vascular compromise.¿ patient revisited the office as redness did not disappear. The patient was treated with hyaluronidase on the right nasolabial fold. The event resolved.